Event description:
(8/10 reference (B)(4) for related complaints) (documenting admin set lot 4235006 used on (B)(6) 2022 event) per complaint form: 24- hour infusion on epoch (etoposide, doxorubicin, vincristine) protocol, connected to cadd solis vip pump (serial number (B)(4)). Pump was programmed correctly to be completed in 24-hour time, when patient returned there was 50cc remaining and pump reading volume completed. No patient injury. Same patient as (B)(6) 2022 event. Additional information from email: 2 more incidents of drug volume not being infused via cadd solis vip pumps for a total of 5 incidents since (B)(6) 2022. 4 different pumps used (1 of these is a loaner from smiths medical). Serial numbers: (B)(4), (loaner). All incidents used the same lot number of cadd administration set (4235006). Pumps did not alarm at the time of events.